Manufacturer narrative:
Occupation: initial reporter is a mitek sales representative. Investigation summary: the device was sent to the service center for repair. The work order indicates: per service manual operational and diagnostic analysis confirms the reported functional issue, caused by corrosion on the keypad pcb and the cable being shorted. During removal of the locking head to perform seal replacement pm a screw was broken off in the handle. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need to replace the handle due to the broken screw. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. The corrosion on the keypad pcb and the cable being shorted are the root causes of this failure this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the buttons of their micro tornado handpiece with hand controls stopped working intra-operatively. The case was completed with another mitek device without any harm to the patient although there was four to five (4-5) minute delay reported. It is mentioned that no further information is available. During investigation it was noted the issue was caused by corrosion on the keypad pcb and the cable being shorted. This report is for a micro tornado handpiece with hand controls. This is report 1 of 1 for (B)(4).